Event description:
Non-surgeon dr. (B)(6) of (B)(6) did aneurysm repair with neuroform ez stent system by neurovascular. He used 2 stents and 7 coils had stroke in procedure and was in ICU then readmitted to ICU with severe problems post - had many hospital trips and serious problems post incl. Daily migraines, loss of vision, tia (several) double vision, vision loss with head movement, and regular angios to make sure no movement by new doctor - top surgeon. It took us over 2 years and an attorney calling doctor to get info on what he used as he refused to supply and was not in hospital notes - note surgeon was to do procedure we were promised by non surgeon did - now permanently disabled and need walker and help with daily tasks. This system cannot be removed, and my life is now one in ged and much pain and disability. How this device ever cleared by your office for use is astonishing - going to press and (B)(6) for help - this needs to be pulled as brochure finally received over 2 years post says study of 30 pts 2 died and many serious complications! This is not ok - other docs - neurosurgeons will not use this due to awful side effects including death and perm disability like me. How do you allow a non-surgeon to do this procedure and allow this device to be available? Awaiting response. Device still in head, unable to remove.